Event description:
It was reported that the procedure was to treat a lesion in right superficial femoral artery (rsfa) with moderate calcification. The 6x150mm absolute pro ll self-expanding stent system (sess) was advanced on a 0.035 guide wire (gw) using the cross-over method. The stent was attempted to be deployed; however, resistance was noted turning the thumbwheel and the handle broke as the thumbwheel was noted to be moving freely, but the stent would not deploy. Therefore, the sess was removed from the patient. A non-abbott stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found, that the stent implant was exposed 3 mm from the distal end of the sheath. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam, the reported break and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.¿